Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient (pt) reported that the implant (ins) battery level did not increase despite seeing a green flashing light on the screen and waiting about 30 minutes to 1 hour, with onset a few months ago. Pt confirmed no visible damage to the battery pack, battery compartment, controller port, or recharger. Agent instructed pt to clean the pins on the recharger cord and use air to clear the controller port before connecting the recharger to the controller. Pt reported the battery screen showing controller at 60% and ins at 30%. Agent provided education on charging the ins and instructed pt to continue charging and call back if the issue persists. No symptoms were reported.